Event description:
On november 28th unetixs vascular became aware of an incident in which a hospital technician and an agency technician trainee connected the air inflation line from a multilab 2000 series 2 lhs ergo to the right saline lock of a patient IV, causing an air embolism and death. The hospital subitted a paper copy of medwatch.